Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. Customer does not recall any significant events leading to the error. Customer's blood glucose was 219 mg/dl at the time of incident and later in the morning it was 425 mg/dl. Troubleshooting was done for no delivery and customer was assisted in the infusion set and reservoir. The customer was advised to call back if any further issues or if the pump alarms again. No further information was provided.